Event description:
It was reported tsb35 the was used during an unknown procedure. It was reported by the affiliate the device would not open. There was no consequence to the pt.

Manufacturer narrative:
H6:dislodged anvil. Endopath ets-the analysis results confirmed that the instrument was returned with the anvil dislodged from the closure tube. When thid condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut and formed the staples within design specification. Co has recently identified and resolved an issue with a component supplier that will impact the occurrence level of the event experienced. While this has been a recent change, the early indicators of complaint monitoring reveal a decrease in the number of events reported.